Event description:
The service report shows the customer reported that the 840 ventilator was inoperative. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) and backlight inverter pcbs. The unit passed extended self-testing.